Event description:
The customer states that the following axsym results were generated on a patient: 06/2004 toxo g negative <2 iu/ml, toxo m negative 08//2004 toxo g greyzone 2 iu/ml, toxo m negative 0.49 index value 9 days later toxo g positive 8 iu/ml, toxo m negative 0.48 index value the sample from 9 days after retested toxo m greyzone 0.56 index value on axsym. Samples were sent ot another facility for confirmation testing. 08/2004 toxo g dye test positive, agglutination <1, toxo m positive isaga method 9 days sample toxo g dye test positive, agglutination 2, toxo m positive isaga method the customer expected the negative axsym toxo m result on later day to be higher because seroconversion was confirmed.